Event description:
It was reported that the patient was stable following the intervention and there were no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was found in backup mode following a hardware reset. The cause of the hardware reset was due to exposure to MRI. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event.